Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 28 x 3.00 promus premier¿ stent delivery system (sds) was selected; however the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that a part of the strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 28 x 3.00 promus premier¿ stent delivery system (sds) was selected; however the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that a part of the strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the device's tip was flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The tip outer diameter was measured and within specification. The stent was damaged at its distal end. The struts on the two most distal rows were raised off the balloon material and bent in the direction of the tip. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device¿s markerband and inner. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).